Manufacturer narrative:
H11: livanova deutschland manufactures the bubble sensor 3/8¿ x 3/32¿. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector did not work during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There is no report of any patient injury.

Manufacturer narrative:
H11: the customer replaced the bubble sensor with a new unit. Despite requested, the customer did not provide more information about the claimed failure. The sensor was returned to livanova and tested. Visual inspection revealed no external damage to the housing, cable, or connector. Functional testing showed no signs of malfunction. Based on findings, an hardware failure of the sensor can be ruled out as root cause of the event. A review of the complaints database confirmed that no additional issues related to the bubble sensor¿s monitoring functionality have been reported by the customer and no previous complaint on this unit has been reported. Based on available information and on results of functional tests that could not reproduce any failure, it could be not clearly determined if the sensor was over-sensing (alarm triggered even if no air bubble was present) or under-sensing (alarm not triggered if air bubble was present). Therefore, this specific case has been conservatively considered as under sensing and evaluated as reportable.

Event description:
See initial report.